Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased results on multiple assays generated from architect c4000 processing module for multiple patients. The results provided were: sid: (B)(6): 70yrs old female: lactic acid: initial= <0.2 mmol/l /repeated on another instrument=1.3 mmol/l.sid: (B)(6): 66yrs old male: sodium: initial= 116 mmol/l /repeated on another instrument=139 mmol/l. Laboratory reference range for lactic acid= 0.5 to 2.0 mmol/l; sodium=135 to 145 mmol/l there was no reported impact to patient management.